Event description:
The lcd screen on the device was displaying a red line and snow screen. There were no patient consequences reported. The biopsy procedure was completed with a second device. The device was returned for service and repair.